Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, it was identified by the MDR staff and nurses that the following instruments from the matrix mandible set need replacement due to wear and tear and or breakage: item 03.503.034, the tip of the plate holder was broken. No patient involvement. Item 03.503.038, the spring mechanism of the bender is no longer functional, therefore can't properly use the forceps to bend the plates. Item 03.503.043, the color coded ring on the drill guide is all worn off and numbers on the top of the drill guide. There was no patient involvement. No further information is available. This report involves one mini plate holder long. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.